Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal was selected for use. Three days later, the patient came to the clinic and complained of right leg pain. A femoral angiogram revealed a total occlusion at the superficial femoral artery (sfa). That same day, the patient underwent surgery. Surgical findings stated that a wire dissection created a flap and that lead to the sfa occlusion. The patient has recovered and was discharged home the next day.